Event description:
It was reported that the device was used during laparoscopic cholecystectomy. The clips are not fully closed and staying in place on duct. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.